Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that a year ago he had an emergency room visit due to high blood glucose levels. The customer stated he was at the doctor's office when the doctor told him his blood glucose level was high, and told the customer to go to the hospital. The customer's blood glucose level at the time of visit was 500 mg/dl. The customer reported feeling sick. The customer was in the emergency room for five hours, and then was released. The customer was wearing the device at the time of admission. The customer was discharged after the five hours. Nothing was replaced or returned.